Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issues were able to be confirmed due to a balloon rupture. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an occlusion involving both iliac arteries and the lower part of the aorta. The target lesion was moderate calcified. A 7f sheath was placed bilaterally, and access with a 0.035 guide wire was made bilaterally. The 50/60 mm fox plus balloon catheter was advanced to pre-dilate from the right access of the aorta and the right iliac; however, it was not possible to inflate the fox plus balloon up to its designed diameter. There was no resistance felt while trying to inflate. The fox plus balloon catheter was retracted from the anatomy without any issue and was replaced with a non-abbott balloon catheter to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.035 guide wire; sheath: cordis brite 7f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.